Manufacturer narrative:
The device has not yet been received for evaluation. The olympus service department contacted the customer regarding the reported issue. The customer reported that before the event occurred, their biomedical department had loaded a replacement lamp and the lamp was a third party component. Olympus service advised the customer to use an olympus xenon lamp (part maj-1817) as per the device instruction manual. Service later contacted the customer again to follow up. During this call, the customer reported there was user error during the original lamp install but the reported issue had been resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the evis exera iii xenon light source had the main lamp "go out intermittently and spare lamp would kick on". Additional event information was requested and the customer did not respond to the event questions. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the subject device. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.